Event description:
The hospital reported that pulsatility index (fiv) and pviv (ductus venosus) values differ between the us system and viewpoint 6 when performing an ultrasound exam for a pregnancy of twins. The user corrected this error by putting the correct values into the viewpoint fetus doppler section. No printouts of the incorrect values were available. No serious injury was reported.

Manufacturer narrative:
Viewpoint 6 is an ultrasound it solution (software) for pt and exam data, and is used to generate reports to aid in diagnoses, data can be altered by a function called 'absolute' which converts measured values received from ultrasound scanners into a positive value for further processing and display. Beginning with version 6.3 the trisomy risk factor included the calculated value for ductus venosus pulsatility index (dv-piv). When negative values for peak systolic velocities (psv) and time averaged max velocities (tamx) are received they are changed to a positive value. Subsequently the dv-fiv, which is one of the factors used to generate a trisomy risk factor, is calculated incorrectly and therefore the trisomy risk factor is incorrectly calculated. Therefore, the root cause is within software where the application of the 'absolute' function on psv and tamx values when calculating dv-piv is used. Investigation revealed that the dv-piv calculation is not used as a single source of info which could lead to misdiagnosis. However, because the dv-piv is an input parameter for the trisomy risk factor calculation, a wrong trisomy risk factor could cause an amniocentesis to be ordered which is not medically indicated, and which has a risk of fetal demise in approx 15 of such cases. The result of this software issue is an incorrect trisomy risk factor, and the physician who does not recognize that the factor is incorrect could order an amniocentesis or recommend that a pregnancy be terminated.